Event description:
Customer reported obtaining false high access tsh (3rd is) results for one patient involving the laboratory's unicel dxi 800 access immunoassay analyzer (serial number (B)(6). No data was provided. Per customer verbal report, the questioned access tsh patient result was high at 5.61 miu/l which was discordant with the patient clinical file. Then the patient was redrawn at another hospital and the sample was tested on the roche platform with a discordant tsh result at 0.0233 miu/l indicating an overdose of levothyroxine sodium tablets. The patient underwent a postoperative thyroid cancer and was provided oral supplementation of levothyroxine sodium tablets. The doctor increased the dosage of levothyroxine sodium tablets based on the false elevated access tsh results. No further information was provided. No hardware errors and other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. Per originator's verbal report, system performance indicators were passing within specifications at the time of the event. The beckman laboratory solution specialist (lss) assisted the customer over the phone on 31may2024 and communicated to customer that interference was suspected. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. No further sample information was provided.

Manufacturer narrative:
A1: the full patient identifier is case (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. No reagent lot number was provided. No UDI. No expiration date. No device manufacturing date available. No hardware errors and other assay issues were reported in conjunction with this event, per customer verbal reported, system performance indicators such as system check, calibration and quality control (qc) were passing within expectations at the time of the event. No other patient results were called into question. The beckman laboratory solution specialist (lss) assisted the customer over the phone and communicated to customer that interference was suspected. The engineer on site performed a peg (polyethylene glycol precipitation) testing on the initial sample and the tsh result decreased to 0.024 miu/l which was consistent with the roche tsh result. The lss communicated to customer that the cause of the elevated tsh results may be due to the presence of macromolecular interfering substances. However the peg testing method used was not validated and was not approved to confirm that the cause of the issue could be due to interference. In conclusion, although interference is suspected, it could not be verified as no sample was tested with an approved methodology. The assignable cause for this issue cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.